Event description:
It was reported that with higher rpm the messages runaway or head were displayed. This behavior can cause an unintentional pump stop. (B)(4).

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
The affected rotaflow drive with serial number 91083376 was sent to germany for repair by the manufacturer em-tec under RMA#40628 (B)(6)2020 : the concerned drive was received by maquet (B)(6)2020 : the failure head error and runaway could not be confirmed after testing in the service department. (B)(6)2020 : rotaflow drive was sent to emtec for further investigation (B)(6)2020 : received the emtec report no.(B)(4). According to the emtec report no.(B)(4). Dated on (B)(6)2020 the head error could be confirmed. The error message runaway could not be confirmed. The reported head error is a result of wrong handling of the user see cause below. The reported failure could be reproduced and confirmed. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The defective octocoupler was exchanged. The rotaflow drive was tested after factory specifications and passed all test successfully. The rotaflow risk analysis version 06 (dms#2023689) chapter h1.1.1.3 was reviewed on(B)(6)2020 with following outcome: (un)intentional stop of the pump, e.g.: defective motor control electronics pump stop intervention after technical error (e.g. Pump runaway, error head) sensor error (bubble, level, pressure(in hl20 mode), flow) software error wrong intervention limits unintended rpm change by user unintended switch off by user freeze of microcontroller sab80c517 defect of micro controller pici 14000 defect of transformer defect of internal power supply (dc/dc) the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
An additional follow up was needed due to a wrong investigation-report number. The old report with the number rma2020-10079 used in the MDR 8010762-2020-00101 will be exchanged with the report rma2020-10078 in this MDR. The reported failure "head error" and "runaway" was noticed by a maquet field service technician at the (B)(6) hospital. The device was directly involved and not able to meet its specifications. The affected rotaflow drive was sent back to the manufacturer em-tec under RMA#40628. 2020-03-20: the concerned drive was received by maquet. 2020-03-24: the failure head error and runaway could not be confirmed after testing in the service department. 2020-03-27: rotaflow drive was sent to emtec for further investigation. 2020-06-18: received the emtec report no.rma2020-10078. According to the emtec report no. Rma2020-10078 dated on 2020-05-27 the head error and runaway could be confirmed. The electronic parts mc1 and mc 2 and the encoder module (hedl) were replaced. The rotaflow was tested after factory specifications. All tests were passed. Most possible root cause could be determined as : aging. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The rotaflow risk analysis version 06 (dms#2023689) chapter h1.1.1.3 was reviewed on 2020-03-06 with following outcome: (un)intentional stop of the pump, e.g.: defective motor control electronics. Pump stop intervention after technical error (e.g. Pump runaway, error head). Sensor error (bubble, level, pressure(in hl20 mode), flow). Software error. Wrong intervention limits. Unintended rpm change by user. Unintended switch off by user. Freeze of microcontroller sab80c517. Defect of micro controller pici 14000. Defect of transformer. Defect of internal power supply (dc/dc). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.